Event description:
The customer reported to philips healthcare that the battery used in the heartstart xl had a short battery life. There was negative pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.